Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, planning for a revision of a microport tka - would like microport trials available in case up sizing poly is an option. Current implants: microport evolution femur size 4. Microport evolution tibia size 5. Patella 8 mm x 32 mm 17 mm medial pivot cs polyethylene insert, size 5.